Event description:
New information received on oct 10, 2018, indicates that the lead was a right ventricular lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure the physician could not find a suitable spot for the lead. It was noted that the lead had folds at the head of the lead. Another lead was used and the patient was stable.